Event description:
Material#: 304387 batch number#: 3012230. It was reported that the bd needle safetyglide 23x1-1/2 rb tw needle broke. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached surgeon inserted hypo needle into patient's chest to inject local for surgical incision. When he inserted the hypo, the needle broke off while using it on the patient. Needle and other pieces were removed and none left inside patient. (Bf304387) lot number - 3012230. Please review the case information below for a customer reported complaint for one of your products. There is a sample available. Complaint number, created date, event date, manufacturing site, product malfunction/failure mode. Product description summary: complaint quantity sample available resource component # mfg. Sku number component name investigated component lot number was there an injury was there a death case (B)(4). On (B)(6) 2024 broke surgeon inserted hypo needle into patient's chest to inject local for surgical incision. When he inserted the hypo, the needle broke off while using it on the patient. Needle and other pieces were removed and none left inside patient. (Bf304387) 2 yes bf304387~psprms 304387 ndl, hypodermic,23gx1-1/2in, rb, tw, safetyglide, st. 3012230 no, no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) supplemental MDR - needle broken. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.